Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that customer experienced hyperglycemia with blood glucose value 543 mg/dl. The customer¿s current blood glucose level was 500 mg/dl and other value was 345 mg/dl. The customer was treated with insulin pump for high blood glucose level. Drive support cap was normal. Customer also stated that infusion set cannula was bent. The insulin pump will not returned for analysis.